Event description:
Caller states the compact plus meter produced results of 00 mg/dl, 08 mg/dl and 691 mg/dl. Customer states her diary reflects the actual results were 103 mg/dl, 90 mg/dl, and 104 mg/dl respectively. No action taken on device results. No adverse event reported. Requested return of suspect device and replacement was sent. Numeric reading range of device is 10 mg/dl to 600 mg/dl.